Manufacturer narrative:
D3: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was supposed to be within 6%. The pump was set to deliver 20 ml and only delivered 16.5. The device was not within the tolerance. The event occurred during preventive maintenance on 01-aug-2024. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event reported.